Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The surgeon performed a revision total hip and removed a 56/40mm metal liner and a -2 femoral metal ball. The original acetabulum cup and stem was left implanted. A size 56mm/36mm lipped liner was implanted and a 36mm +1.5 revision ceramic head was also implanted.